Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) sample was received for evaluation. In the returned sample a black particle of 0.5mm² was found in the solution. The specifications for this product allow for 1 particle >0.3mm² to 0.5mm², therefore the returned sample is within the specification. Review of the device history record performed for the reported lot number did not reveal any abnormalities or nonconformance's of this nature. If additional pertinent information becomes available a follow-up report will be filed. Corrections: the batch number has been updated to reflect the batch number of the sample that was received, 19b07ge671. The expiration date and manufacture dates for this batch have also been updated.

Manufacturer narrative:
This report has been identified as event two of b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 2: small back particle.